Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms, which were reproduced while running a loaded set. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. This was found to be caused by a failing downstream sensor and input/output printed circuit board (I/o pcb). The downstream pressure plate gap was also found out of specification. The downstream sensor and I/o pcb were replaced. The downstream pressure plate gap was recalibrated to ensure proper occlusion detection. Additional information: high readings and calibration issue.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.